Event description:
This is filed to report the clip opening while locked. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with an mr grade of 4+. The clip was advanced and was placed. During the first establishing final arm angle (efaa), the clip slightly relaxed but was still acceptable; it was not considered to be an efaa failure. Efaa was re-tested and was successful and the clip was deployed without issues. However, after clip deployment, it was observed the clip opened to approximately 30-40 degrees. The clip remained stable and secure on the leaflets. A second clip was implanted to further reduce mr; mr was reduced to 2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints from the lot. All information was investigated and based on information provided and without the device to analyze, a cause for the reported clip opening while locked could not be determined. Additionally, this event and the imaging provided by the account were further reviewed by the clinical r&d (research and development) staff engineer. Three fluoroscopic still images and two echocardiographic videos were provided. The fluoro images and echo videos provided align with the reported details that the first implanted clip (reported device) opened post-deployment. There is no indication of a product issue with respect to manufacture, design, or labeling.